Manufacturer narrative:
Final analysis found burn marks on the main printed circuit board and inner casing of ac power adapter. It was concluded that the damage sustained occurred after exposure to a high current flow from the power outlet caused by the lightning.

Event description:
It was reported that after the patient¿s house was struck by lightning, the transmitter did not power up. Reconnecting the prongs to the adapter failed to resolve the issue. Transmitter was replaced.